Manufacturer narrative:
Block b3: exact date unknown, event occurred days prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(6), batch: 7080542.

Event description:
It was reported that the patients pocket incision had opened. The physician noted bleeding, hematoma and seroma on the pocket site. The patient went to the emergency room and the pocket was closed, and the patient was sent home. The pocket incision opened again after a few days, and the patient was placed on antibiotics and steri strips were applied over the incision site. The physician opted to remove the spinal cord stimulator (scs) system as the pocket site kept opening back up. The patient was healing well postoperatively. All device components were discarded by the medical facility. No device malfunction suspected.